Event description:
It was reported that, four hours after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) an inappropriate shock was delivered due to oversensing. The physician mentioned that no complications were present during the connection and air was expelled appropriately. Postoperative x ray showed the system positioned cranially. It was mentioned that during screening all vectors had unsuccessful sensing and the s-ICD was implanted due to a lack of alternatives. After optimization, the primary vector was accepted. The technical services (ts) reviewed the data and indicated that unfortunately this case appears will benefit of further investigation than reprogramming due to condition of low r wave and low r t ratio. Ts mentioned that the primary vector contained the highest r wave still with some beats with low r t ratio situation. Additionally, after x ray investigation the ts indicated that the electrode connection to header does appear complete. Furthermore, there were some areas in which there could be potential changes in contrast in x ray similar to air entrapment. The areas are pocket, close and around device as well as one suspicious bubble next to sense b ring. Since the episodes were in primary vector it could be the suspected air could have impacted sensing due to intermittent contact to tissue. Ts indicated that when in front of patient movements of pressure air could move in between tissue layers creating air connection, increasing the impedance and lowering conductivity creating unexpected baseline drifts and over sensing. Ts recommended troubleshooting that would allow to verify if this is reproducible. The patient remains hospitalized. The physician has decided to maintain the device programming as it was immediately postoperatively. The patient is being monitored closely with regular follow-ups to ensure stability. This s-ICD remains in service. No adverse patient effects were reported.